Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had severe right ventricular (rv) dysfunction that they had trouble supporting. It was also mentioned that the patient had been experiencing a lot of pulsatility index (pi) events as well as well as lower flow. The event log file captured persistent pi events throughout the log file.